Manufacturer narrative:
Investigation included complaint handling and user-guided troubleshooting. Investigation of this case revealed an undetermined cause with concurrent occlusion and low-insulin alerts reported by the user. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia while using an inset 6 mm 23" infusion set and received device alerts for an occlusion and insulin empty that stopped insulin delivery; the agent provided troubleshooting and education, including a full set change, and arranged a follow-up call. Symptoms included high blood glucose. Outcomes included transient interruption of insulin therapy with user-directed corrective action.